Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pocket discomfort and ineffective stimulation (mfg reference number: 1627487-2019-01222). The patient underwent ipg replacement surgery on (B)(6) 2019. Effective stimulation was established post operation.